Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultramini meter read inaccurately high. The medical surveillance specialist (mss) was unable to contact the patient by telephone on two separate days. A letter was mailed to the pt requesting her to call the mss back. The pt tests her blood glucose once a day. She typically tests around 9:00-10:00 am. According to her doctor's instructions, the pt is supposed to take januvia glimepiride if her blood glucose level exceeds 140 mg/dl. The pt mentioned that her normal blood glucose levels were around in the "90-120's" (mg/dl). The pt mentioned that she stated getting erratic readings when she started using test strips from a specific box of test strips. The pt claimed that the closure seal of the box was broken and that one bottle of the test strips was broken. It is not clear as to how the test strips bottle appeared to be broken. The pt claimed that she tested with test strips from the broken vial and got unspecified high readings. She mentioned that on an unspecified date/time a week prior to calling lfs, she had a doctor's appointment for an unspecified time of scan for kidney cancer and compared a reading obtained on her meter to a result obtained at the doctor's office. The pt reported a result of "356 or 355 mg/dl" on her meter and a result of "330 something" at the doctor's office. The time difference between the readings was 3 hours. The pt stated that her blood glucose levels were high due to prednisone therapy. In another case, the pt obtained a morning blood glucose reading of "170 mg/dl." Based on the meter reading, the pt administered self-care by taking januvia and glimepiride. The pt then took a nap. After the nap, the pt decided to test again to see if her blood glucose level went down. She was surprised to get a reading of "175 mg/dl" considering that she had not eaten anything between the two tests. In another case, the pt claimed that she got another unspecified high reading. Based on the meter reading, again the pt took januvia and glimepiride. A couple of hours later, the pt claimed that she developed symptoms of "the shakes." The pt administered self-treatment by drinking orange juice. It would have been helpful to know the following info: what meter reading the pt obtained prior to developing the shakes, what time the result was obtained, if the pt modified her diet based on the meter reading and before she developed the symptom, and what time the symptoms developed. In addition , it would have been helpful to know what actions the pt took before the symptoms developed. The pt did not have control solution for troubleshooting, the meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.